Event description:
The customer called for help with his contour ts meter. While scrolling through the meter memory, he alleged that he received a reading of 778 mg/dl. The customer was told that any reading over 600 mg/dl would read "hi". The customer checked the memory again and alleged that the a segment in the 100's position was flashing making the reading appear to be 778 or 178 mg/dl. No adverse events were alleged. The meter was returned for eval of possible missing or extra segments. A replacement meter was sent to the customer.